Manufacturer narrative:
The device was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was stated that imaging study confirmed the thrombus. Patient developed heart failure and had abnormal pump parameters due to the event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that patient was implanted on (B)(6) 2015 and had concomitant surgery for patent foramen ovale (pfo) closure. On (B)(6) 2015 had right heart failure. On (B)(6) 2015 had an episode that resulted in 6 units of packed red blood cells (prbc's) transfused for bleeding episode. Source of bleeding was unknown. It was reported that this was not a device related event. It was also stated that the patient on (B)(6) /2015 had renal dysfunction that required dialysis. It was also stated that on (B)(6) 2015 the patient developed a pulmonary infection, that was bacterial in nature and was treated with drug therapy, intravenously (IV). I was stated that on (B)(6) 2015 patient developed liver dysfunction with a total bilirubin of 2. On (B)(6) 2015 the patient was stated to have a thrombus in outflow cannula & thrombus in anterior mitral valve (mv). It was further stated that imaging study confirmed the thrombus. Patient developed heart failure and had abnormal pump parameters due to the event. It was stated that the patient had a surgical procedure, "device explant" on (B)(6) 2015. It was further stated that the patient was the transplanted with a syncardia artificial heart on (B)(6) 2015 and remained hospitalized. No additional information available.